Event description:
It was reported patient had a left hip revision due to loosening. Doctor removed stem, cup and head.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Visual inspection: the device was received for evaluation. Cancellous bone was observed integrated into the beaded section of the stem, consistent with long term service in vivo. The device was otherwise unremarkable. Material analysis: not performed as the device was in service for at least 15 years and therefore there is no indication of a material integrity issue. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient had a left hip revision due to loosening. Doctor removed stem, cup and head.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.